Event description:
It was reported that a power on reset (por) had occurred on the due to the patient receiving radiation therapy. The device was checked and the por was cleared. The patient has completed radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead, (B)(6) 2007; 6996sq implantable tachy lead, (B)(6) 2008; 6947 implantable tachy lead, (B)(6) 2008. (B)(4).